Event description:
It was reported that multiple altitude alarms occurred. There was no reported impact to the customer's blood glucose. Reportedly new cartridges were loaded, and insulin delivery was resumed.